Manufacturer narrative:
Product event summary # report confirmed. The device was tested and the temperature was measured to be 303°f. However, the rate of temperature rise was below threshold. The likely cause was identified as corroded bearings. It was also noted that the attachment don't run, color band and laser markings were faded and illegible, burr was very difficult to remove and noisy and the leg was damaged. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of attachment stuck. It was reported that there was no patient involvement. Repair request escalated to product event due to customer indication that this report is a complaint. Additional information received, reason for return were overheating and noise.